Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer dog chewed up every side of the pump and huge cracks. The customer reported no adverse event. The event involved product mmt-1885. Troubleshooting was performed. Customer reported that the pump functionality was affected due to damage and pump was not useable anymore. Instructed the customer to revert to backup plan as per health care professional instructions and place the pump in storage mode. No harm requiring medical intervention was reported. Mmt-1885 was requested and customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
The pump was received with a missing retainer ring. Unable to lock a test sc1-cap and reservoir into the reservoir compartment due to the missing retainer ring. The following were noted during visual inspection: dog chew marks all over the pump, missing reservoir tube lip which includes the retainer ring and the reservoir tube lip o-ring, missing bottom end cap. The pump was received without a battery cap. The pump was also received with a blank, cracked and bleeding display. The battery board as well as the bottom of both pcba1 and pcba2 are crushed. In addition to this, there are multiple cracks within the lcd screen. In summary, the customer¿s report of a chewed up pump was confirmed during visual inspection. The blank display is due to a chewed up boards/circuitry. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.